Event description:
Fnc (B)(4). Incident occured in vietnam - "screw was broken". Acl reconstruction / diameter of tunnel: 8mm.

Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. According with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. To complete our investigations, we requested additional information: did the surgeon indicate that the device caused or contributed to serious injury? Did the patient retain piece of screw? How did the device fracture? Please report on the circumstance when the event occurred. Are there any contributing factors related to the event? If yes, could you explain please? What was used to complete the procedure (part and lot information)? Has the surgeon been sensitized / informed following the webinar trainings organized by sbm in 2020? If yes, before or after the date of incident? According with current legislation of your country, is this type of event should be reported to your national competent authority? No other complaint concerning this lot. Actions implemented by sbm (related to fnc (B)(4)): technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Distance training program (impossible travels / covid19) implemented since june 20, in order to readjust the operating techniques and recall the characteristics of each product. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed (first ligafix check list transmitted to distributor on 10 november 2020 for test). Organisation of meetings since february 2021 with our distributor (with a responsible in charge of quality system). Improved our "incident report" form (regarding informations requested about the reported problem and potential patient consequences). Accompaniment of our distributor by our referring sales manager. Follow up 1 - device evaluation. This batch of screws presents no manufacturing defect, the batch complies with specifications. Injection parameters are conform, the screw mass also and the molecular weight is conform and high which is indicative of a very good manufacturing conditions. We can state after investigation of the medical device returned that: the tip of the screw broke at the top of the cone at the start of the imprint before the threaded part, the screwdriver recess is not damaged. With the information available, we can make three root causes hypothesis: 1st hypothesis: the rupture of the screw have been caused by a tunnel diameter too small, 2st hypothesis: a too big graft in diameter or a too big bending stress applied at the beginning to the screwdriver, 3st hypothesis: the patient bone was too hard. In conclusion without precise information on the surgical technique and the real diameter of the tunnel, it is difficult to establish the circumstances of the breakage.

Manufacturer narrative:
No incident during manufacturing. Waiting for recovery of the broken screw for expertise. According with the photo transmitted, the patient retain potentially a piece of the fractured screw / potential mechanical risk: risk of debris coming out of the tunnel into the joint. Very low biological risk: excess resorbable material. To complete our investigations, we requested additional information: did the surgeon indicate that the device caused or contributed to serious injury? Did the patient retain piece of screw? How did the device fracture? Please report on the circumstance when the event occurred. Are there any contributing factors related to the event?. If yes, could you explain please? . What was used to complete the procedure (part and lot information)? . Has the surgeon been sensitized / informed following the webinar trainings organized by sbm in 2020?. If yes, before or after the date of incident?. According with current legislation of your country, is this type of event should be reported to your national competent authority?. No other complaint concerning this lot. Actions implemented by sbm: technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 to the distributor for reminder. Distance training program (impossible travel / covid19) implemented on june 20, in order to readjust the operating techniques and recall the characteristics of each product. Creating a form to check if possible, after surgery, the effectiveness of the distance training and whether the steps of the surgical technique have been well followed (first ligafix check list transmitted to distributor on 10 november 2020 for test). Organisation of a meeting on february 2021 with an responsible in charge of quality system and vigilance system (ongoing). Improved our "incident report" form (regarding informations requested about the reported problem and potential patient consequences) - ongoing. ·

Event description:
(B)(4). Incident occured in (B)(6). "Screw was broken". Acl reconstruction / diameter of tunnel: 8mm.